Event description:
Dexcom g7 is terrible. In my starter kit I received 9 sensors, 3 of which failed to insert. The next 9 I ordered, same thing happened. Now in the past few months of use, my health has directly been affected by false advertising. If I were to guess, there has not been a single point during usage of the g7 where it has lasted to 10 days without errors, inaccurate readings, or completely failing outright. I remember being told my healthcare provider that dexcom's next sensor would last 20 days, not only did g7 not deliver on that promise, it barely functions past the 7 days of the previous g6. I have used g5 and g6 with little to no issues but g7 has been an absolute disaster and it has impacted my health. I have had two separate instances where my sensor is reading at 100 and when I test my blood sugar it is well over 300. In one case, it was nearly 600, a blood sugar that can literally cause a coma and is usually only achieved by severely hyperglycemic people or pediatrics in the hospital. This literally a dangerous product. It has not just been bad, it has caused me distress, it has costed me time and money, and it nearly sent me to the hospital. Absolutely unacceptable. Date the implant was put in: "(B)(6) 2025." Patient codes: 2329, 1905. Device codes: 1535, 2460, 2588. Reference reports: mw5181647, mw5181648, mw5181650, mw5181651, mw5181652, mw5181653, mw5181654, mw5181655, mw5181656, mw5181657 mw5181658.